Manufacturer narrative:
Concomitant medical products: product ID 37603, serial# (B)(4), implanted: (B)(6) 2011, product type: implantable neurostimulator; product ID 3387s-40, lot# v553429, implanted: (B)(6) 2011, product type: lead; product ID 37085-60, serial# (B)(4), implanted: (B)(6) 2011, product type: extension; product ID 37085-95, serial# (B)(4), implanted: (B)(6) 2011, product type: extension; product ID 37642, serial# (B)(4), product type: programmer, patient; product ID 3387s-40, lot# v657037, implanted: (B)(6) 2011, product type: lead; product ID 37603, serial# (B)(4), implanted: (B)(6) 2011, product type: implantable neurostimulator. (B)(4).

Event description:
It was reported the patient had a sudden loss of therapeutic effect the day prior to report. The symptoms were reported as sudden. They were writing checks and suddenly they could not read his writing. The patient tried to use the patient programmer but they saw ¿weird screens.¿ since then he had changed the patient programmer batteries and no longer received erratic messages. They had side effects. One of his implantable neurostimulators (ins) showed ¿on/ok¿ and the other only showed symbols. They were able to successfully change the settings to show words. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.